Event description:
Account reported pt's acuvue lenses made her eyes sore and a friend removed the lenses the day she went to the emergengy room. She was told she had "contact lens poisoning". The pt saw her ecp the following day, who told her she had edema from over use of her lenses. The pt reported that about 2 hrs after inserting the lenses, they were uncomfortable, but she did not remove them and continued to wear them overnight. The ecp's exam found edema, photophobia, secondary to overwear. She was seen again and was reported as doing fine. No treatment was prescribed at either visit. She was advised to stay out of contact lenses for a while by her ecp. No add'l info is available to enable further investigation at this time.